Event description:
It was reported that while in the cath lab, the md prepped the intra-aortic balloon (iab) per instruction. After inserting the sheath, the iab was removed from the tray. The iab began to unwrap immediately after being removed from the tray. As a result, the md did not insert the iab. The patient did not receive an iab. There were no reported pt complications.

Manufacturer narrative:
Evaluation: intra-aortic balloon (iab) was returned. There were traces of blood on exterior surface of the iab. The tethered valve was attached to iab. Arterial pressure line with tubing, & some tubing with a cylinder attached, was attached to side arm of sheath. The attached tubing was discarded. The super arrow-fex sheath was on the bladder, approximately 15 cm from distal tip of bladder. Sheath was moved onto catheter for further evaluation of the bladder. Bladder was measured down the length & was in specifications. The slide connector & data key were attached to the yellow fiber optix sensor (fos) cable. Fos was light level tested & passed. Spring wire guide (swg) & pump tubing were not returned. A vacuum was pulled on iab & held. A different swg was fed thru central lumen, with no resistance. Iab was submerged & pressurized in water. A gross leak was detected at fos/bifurcation junction. Fos cable covering was pulled back but fiber optic was still intact. There was sufficient glue at the junction to support a vacuum. It cannot be determined how or when the fos junction was compromised. A DHR re-review was conducted on the iab & it met all specs & passed all in-process testing. The root cause could not be determined. Conclusion: the iab cannot be the one described in brief description, as there was evidence of blood on the exterior surface.